Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider on (B)(6) 2018 it was reported that the patient's hospitalization and inability to move her legs were not related to a product problem. It was further clarified that there were no issues related to the device. The patient had spinal pathology which required surgery. To resolve the inability to move her legs, the patient underwent spine surgery decompression. The cause of the inability to move her legs was spinal stenosis, and the inability to move her legs had been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving bupivacaine at an unknown concentration and dose via an implantable pump for non-malignant pain. The hcp said they¿d imagine there was an opioid in the patient¿s pump as well. It was reported on (B)(6) 2018 that the hcp wanted to get in contact with a manufacturer's representative. It was related that the patient was admitted to the hospital three days ago from (B)(6) 2018. The patient couldn¿t move their legs so a manufacturer's representative came out on (B)(6) 2017 and ¿turned the pump off.¿ after the pump was turned off the patient still was not able to move their legs so they wanted a manufacturer's representative to come back out and turn the pump back on. The date of the event was indicated to be ¿asked but unknown.¿ an out of box failure was not reported and a medical or therapy problem associated with small parts was not reported. The hcp was transferred to the national answering service to page a manufacturer's representative. No further complications were reported or anticipated.